Event description:
The customer observed false positive architect troponin results that repeated negative. No specific patient values were provided. The customer is also seeing a shift in troponin qc oorh with new lot of qc; the customer also compared the calibration curve with another facility, and it looks to be higher in the higher concentrations. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, field data review, and in house testing of a retained reagent lot. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any issues or trends for the complaint lot. Device history record review did not identify any potential non-conformances, non-conformances or deviations associated with the complaint lot. Historical performance was reviewed using data gathered from customers worldwide. The patient median data was analyzed and found to be within the established limits. Accuracy testing was performed with a retained kit of lot 78489un22. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the complaint issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 78489un22 was identified.